Event description:
While using a physio control lp-12 cardiac monitor and transferring care to hospital staff an odor of burning was detected. Soon afterwards smoke was seen coming from cardiac monitor and device was moved to outside hospital. One of the batteries powering the monitor was found to be on fire. Fire self extinguished after a few seconds.